Manufacturer narrative:
One sample was received for evaluation. A visual inspection was performed with the naked eye and no abnormality was observed. There was no particulate matter observed inside or outside of the fluid path. A functional under water pressure test was performed and no leak was observed. Additionally, self-test and priming tests were performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing of a homechoice cassette. The pm was further described ¿stains on the inside of the pipe group¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.